Manufacturer narrative:
On 19-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter ablation procedure with a halo¿ xp electrophysiology catheter and there was some glue around the plunger part of the catheter handle. It was reported by the caller at the end of the procedure when the physician removed the catheter from the body it was observed that there was some glue around the plunger. Caller also stated that the catheter was not moving and deflecting as it should. There was no resistance. The physician had difficulty maneuvering the catheter and keeping it in place through the case. The patient did have a smaller heart in comparison to other patients normally seen. It was not believed the catheter¿s pebax was damaged. The glue was only on the plunger part of the catheter handle. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The glue observed in the piston is a normal result of the piston assembly according to the manufacturing process instructions. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection and foreign material issues reported by the customer were not confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The catheter instructions for use (IFU) contain the following recommendations: always pull the thumb knob of the catheter back before insertion or withdrawal to assure that the catheter tip assumes its original shape. Prior to removal of the catheter, confirm that the thumb knob has been pulled back completely. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a halo¿ xp electrophysiology catheter and there was some glue around the plunger part of the catheter handle. It was reported by the caller at the end of the procedure when the physician removed the catheter from the body it was observed that there was some glue around the plunger. Caller also stated that the catheter was not moving and deflecting as it should. There was no resistance. The physician had difficulty maneuvering the catheter and keeping it in place through the case. The patient did have a smaller heart in comparison to other patients normally seen. It was not believed the catheter¿s pebax was damaged. The glue was only on the plunger part of the catheter handle.